Event description:
During a transfemoral tavr procedure a 26mm sapien xt valve was deployed in a 50:50 position. Initial assessment of the valve, after implant the valve appeared to be 1-2mm (45:55 aortic/ventricular) lower than initially positioned, thought to be due to expansion of the balloon against some calcification. The patient's hemodynamics were good, trace to mild pvl was noted. In addition a little central regurgitation was noted, thought to be guidewire induced. The guidewire was removed for better assessment; after the guidewire was removed the central regurgitation increased to severe, and the patient¿s diastolic pressure dropped. It was decided to place a second valve, while the valve was being prepared the physician attempted to cross the implanted valve with a pigtail catheter; however as the pigtail catheter started to cross the leaflets the valve embolized into the ventricle. Despite attempts to remove the embolized valve the patient decompensated and passed away. Post operative review of procedural imaging noted the native leaflets appeared to be 13mm in length and the top 1/3 of the left and the right leaflets had no calcification. It was thought the guidewire was pinning the leaflets, but when the guidewire was removed the leaflet hung over the stent frame impinging the motion of the valve leaflets. The patient¿s native annulus measured 480mm2 on CT and was moderately calcified. The aortic root was also moderately calcified. The patient¿s sinotubular junction measured 19mm in diameter and the sinus of valsalva measured 30mm in diameter.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. In addition, per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case the central regurgitation was thought to be caused by native leaflet overhang. The valve embolization was likely caused by a combination of patient factors (minimal leaflet calcification) and procedural factors (crossing through the implanted valve with a pigtail catheter). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.